Event description:
It was reported that a patient underwent an ulnar nerve repair procedure on (B)(6) 2006 and suture was used. On (B)(6) 2011, the patient was scratching the scar tissue at the elbow and was able to pull a suture that was knotted out of the skin. The patient went to the surgeon on (B)(6) 2011 to have it removed and the surgeon stated the patient will need to have surgery again to have it removed. Re-operation is planned for (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.